Event description:
It was reported that the patient was symptomatic when exercising due to atrial events falling into refractory, and not being tracked. No further details could be obtained through follow-up. No further patient complications have been reported as a result of this event.